Manufacturer narrative:
(B)(4). B3: date of event - correction. B5: describe event or problem - correction. H2: correction.

Event description:
It was reported that an alert/notification settings issue occurred. According to the patient, on approximately (B)(6) 2025, the cgm was low and did not alarm. The patient passed out and the patient¿s spouse found him unconscious and called for an ambulance. When he lost consciousness, he fell and hit his head, causing him to bleed from a head injury. The patient reported he regained consciousness when he was in the hospital and the nurse was giving him sugar medication. The patient is unable to recall any medication or other treatment provided at the time. The patient also stated that he experienced seizures that were caused by the head injury and was in a coma. The patient is unable to recall the length of time he was in a coma. After the patient woke from the coma, the patient is still experiencing seizures and unable to get out of bed. A few days later, the patient is able to get out of bed and started physical therapy. The patient was discharged from the hospital 9 days later. At the time of the report, the patient is ok and walking again. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 code: health effect - impact code - 4623 - rehabilitation.

Event description:
It was reported that an alert/notification settings issue occurred. According to the patient, on approximately on (B)(6) 2025, the cgm was low and did not alarm. The patient passed out and the patient¿s spouse found him unconscious and called for an ambulance. When he lost consciousness, he fell and hit his head, causing him to bleed from a head injury. The patient reported he regained consciousness when he was in the hospital and the nurse was giving him sugar medication. The patient is unable to recall any medication or other treatment provided at the time. The patient also stated that he experienced seizures that were caused by the head injury and was in a coma. The patient is unable to recall the length of time he was in a coma. After the patient woke from the coma, the patient is still experiencing seizures and unable to get out of bed. A few days later, the patient is able to get out of bed and started physical therapy. The patient was discharged from the hospital 9 days later. At the time of the report, the patient is ok and walking again. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.